Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: v40 fem head orthinox 28-0; cat# 6364-2-128; lot# g7755536, exeter v40 stem 44mm no1l125; cat# 0580-3-441; lot# g7370425, modular dual mobility insert; cat# 626-00-42e; lot# 75859901, tridentii tritanium cluster54e; cat# 702-04-54e; lot# 72991301a, simplex hv with gentamicin us 1 pack; cat# 6195-1-001; lot# 928bd937da, simplex hv with gentamicin us 1 pack; cat# 6195-1-001; lot# 928bd937da, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "patient's right hip head and liner were swapped due to infection. All information available to us by the facility is included in this pi." Rep provided the primary usage sheet.